Manufacturer narrative:
A power supply was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator became inoperative and resulted in a safety valve open condition. The patient was transferred to another ventilator and there was no harm to the patient. A service engineer inspected the device and replaced the power supply to resolve the issue. The unit passed all testing and operated within the manufacturing specifications.